Event description:
Inbound. Pt. Had 2 cadd cassettes that caused no disposable alarms on both pumps this evening, pt, had to put on a 3rd cassette to get pumps running without alarm, caller did not have serial number of cassettes as they were mixed earlier in the week. Last shipped cassettes with serial number: (B)(4) and expiration date nov 10, 2026. No further details given.